Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage system regulator circuit board, the x-ray tube, and the temperature sensor were suspected. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was displaying low ma errors. There was no adverse pt involvement reported. There was no pt information reported.